Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating that the button on the bottom of the foot pedal came part during surgery. No injury occurred. It is unk if medical intervention or surgical delay occured. There is no add'l info provided.